Event description:
It was reported that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. During a routine follow up 126 days post procedure, a 6mm leak was identified, and a gutter around the closure device was noted. A non-boston scientific plug was used to close the 6mm leak on the same day as the routine follow up. Full closure was then achieved. No further patient complications were reported. It was further reported that the 6mm leak was identified 62 days post procedure in addition to what was previously reported.

Manufacturer narrative:
B3: date of event: updated based on additional information to the earlier date the leak was noted. B5: describe event or problem: updated to include the earlier date the leak was noted.

Event description:
It was reported that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. During a routine follow up 126 days post procedure, a 6mm leak was identified, and a gutter around the closure device was noted. A non-boston scientific plug was used to close the 6mm leak on the same day as the routine follow up. Full closure was then achieved. No further patient complications were reported.

Event description:
It was reported that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. During a routine follow up 126 days post procedure, a 6mm leak was identified, and a gutter around the closure device was noted. A non-boston scientific plug was used to close the 6mm leak on the same day as the routine follow up. Full closure was then achieved. No further patient complications were reported. It was further reported that the 6mm leak was identified 62 days post procedure in addition to what was previously reported. It was further reported that the 6mm leak was also identified on (B)(6) 2023.

Manufacturer narrative:
B5: describe event or problem - updated.